Event description:
A customer reported an issue with a spectrum monitor which may caused an interruption in pt monitoring. No injury was reported.

Manufacturer narrative:
Company rep evaluated the system and was unable to duplicate the issue. Monitor shipped to repair ctr for further eval.